Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: capsular contracture unknown baker grade, pain, anxiety-product/procedure.

Event description:
Patient representative reported "capsular contracture requiring capsulectomy, pain located in armpits, arms, chest and shoulders requiring nerve injections for treatment, and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.